Event description:
The customer reported that while monitoring telemetry patients on a xhibit central station all beds suddenly went offline. There was no patient or user harm associated with this event.

Manufacturer narrative:
Spacelabs healthcare technical support remotely connected and confirmed that the customer's xhibit central station was not receiving data from the xhibit telemetry receiver. The customer was advised to reach out to their internal networking team to troubleshoot network hardware. Multiple attempts have been made to reach out to the customer for confirmation their issue was resolved and the source of the outage, however, at this time the customer has not called back. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.